Manufacturer narrative:
The customer¿s report of a leak in the tubing was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection, it was noted that there was sticky residue on the surface of the primary set's tubing. Functional testing found that the set leaked from the top of the silicone segment. Closer inspection under a lab microscope observed that the leak is due to a small hole on the silicone segment. No tool marks or crush marks were observed on the upper fitment near the small hole. Air pressure was incrementally increased up to 30 psi. At 3 psi, the confirmed leak was also observed during pressure testing for model 2426-0007 at the silicone tubing. No other leaks or anomalies were observed. The source of the leak was due to a small hole damage in the silicone pump segment near the upper fitment. The root cause of the hole damage was not determined.

Event description:
It was reported that the tubing set had a hole that caused it to leak below the port above the silicone pumping segment during a tpn infusion in the nicu. The customer stated that there was no patient injury.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however, the event reportedly occurred in the nicu department and it is presumed the patient was an infant.

Event description:
It was reported that the tubing set had a hole that caused it to leak below the port above the silicone pumping segment during a tpn infusion in the nicu. The customer stated that there was no patient injury.